Manufacturer narrative:
The insulin pump passed displacement test. Adjusted the audio options audio volume 1-5 and verified audio tone does not adjust accordingly. Pump error 63 alarm noted during self test and confirmed in pump history (variable info was 3) due to broken trace on u1 keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had hardware low level failure. The customer¿s blood glucose level was 170 mg/dl at the time of the incident. The customer reported that the confirmation button was cracked. The insulin pump will be returned for analysis.